Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section at the lower uterine segment, after suturing the fascia on the operation table, the suture disconnected automatically. The new synthetic absorbable surgical suture was replaced immediately after this was discovered. There were no adverse effects on the patient.

Manufacturer narrative:
Event was notified to the manufacturer on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.